Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system rebooted during a case. No pt injury reported.